Manufacturer narrative:
Concomitant medical products: product ID: 6 38bl38, serial/lot #: (B)(4), ubd: 27-feb-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 months post implant of this mitral annuloplasty band, it was explanted. Additionally, a 38mm annuloplasty band was implanted and explanted during the same procedure, and eventually replaced with a 31mm mitral bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.